Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Device at end of life (eol) a request was made to have data from this device analyzed, but since it is at end of life (eol), a generator change is urgent. No additional adverse patient effects were reported.